Manufacturer narrative:
Due to character limitation in e1 for initial reporter, the full initial reporter is (B)(6). Due to character limitation in e1 for event site postal code, the full event site postal code is (B)(6). A getinge field service engineer (fse) removed the storage chassis and installed with chassis storage bin and fiber optic sensor extension cable assembly. During this process the tether assembly and panel insert were damaged. Fse replaced tether assembly and panel plate insert. Reassembled the pump and performed a full pm per manufacture specifications. Unit has passed all test and calibrations and is now ready for clinical use.

Event description:
It was reported during preventive maintenance inspection that the cardiosave intra-aortic balloon pump (iabp) unit had a broken fiber optic connector and broken storage bin. There was no patient involvement reported.